Manufacturer narrative:
A steris service technician inspected the hexavue integration system and found that hard drive required replacement. The technician replaced the hard drive, tested the hexavue integration system and confirmed it to be operating properly. The hexavue integration system was returned to service and no additional issues have been reported. A complaint review determines this to be an isolated event.

Event description:
The user facility reported that during a patient procedure their hexavue integration system lost signal and would not display the image. User facility personnel connected the hexavue integration system directly into the wall monitor to complete the procedure. The procedure was completed successfully, and no injuries were reported.